Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump. The customer's blood glucose was 24 mmol/l. Troubleshooting was performed. Insulin exited the tubing during a fixed prime. The infusion set cannula was found not be bent. It was explained to the customer that the insertion site may have been occluded. The customer reportedly stated that the insulin pump had not been exposed to a strong magnetic field. He was not using the sensor feature and was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.